Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he experienced high blood glucose the night before. Blood glucose value was 490 mg/dl. Customer stated he gave himself more than a day's worth of insulin and finally was able to get it down to 160 mg/dl. The next morning he was at 100 mg/dl. The customer believes the cannula in the infusion sets he is using is too short and might have to change to a longer cannula. The cannula was not bent. Blood glucose during the call was 219 mg/dl and he had not eaten anything. Customer declined to troubleshoot. He was advised to that samples would be sent and to discuss the infusion set options with the doctor.